Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, approximately six years, nine months following the implant of this 34mm transcatheter aortic bioprosthetic valve (tav), moderate central aortic regurgitation was observed. Upon examination, the sinotubular junction (stj) had a mean diameter of 24mm, which was considered constrained for a 34mm device. Calcium buildup was identified in the proximal right coronary artery along with possible pannus or thrombus vs. Inadequate filling seen inside the tav frame. Additionally, a possible short segment dissection was seen in the ¿lci.¿ the mean area of the valve nodes were: from 3-6, 2-5, and 1-4, were 441 mm2, 457.7 mm2, and 481.6 mm2 respectively. The patient was evaluated to determine whether a redo-transcatheter aortic valve replacement procedure, tav-in-tav, or a tav explant was appropriate. No patient symptoms or complications were reported as a result of this event.